Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings a review of the pump black box data frequent low battery warnings. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks. The battery cap had stripped threads and was unable to secure properly to a test pump. During testing, the pump current draws measured within specifications. The pump performed the rewind, load and prime steps successfully. The complaint of a battery life issue was not duplicated during investigation.